Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: in the received lag screwdriver, there were multiple dent marks observed on the crest of the threads and slightly bent on one side. Entry thread has got slightly rounded, and the other threads are also worn out due to excess torsional force. Excess torsional force during explantation has resulted in the breakage of the pegs of the screwdriver as well, although the broken pegs were not returned. The material flow in the breakage of the pegs also indicate towards application of an excess torsional force. Moreover, this instrument is not recommended for extraction of implants (lag screw). So, this is an off-label use. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The event was caused by the application of excessive torsional force during off-label usage. If more information is provided, the case will be reassessed.

Event description:
As reported: "the thread of the gamma3 femoral neck screwdriver 1320-0200 has bent when removing the femoral neck screw 3060-0095s. " 5 july 2024 - additional information. Surgical delay of 5 min was reported.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the thread of the gamma3 femoral neck screwdriver 1320-0200 has bent when removing the femoral neck screw 3060-0095s. "